Event description:
It was reported by service report that the bed had no power, and the power cord was unplugged at the head-end. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord was unplugged at the head-end.